Manufacturer narrative:
The keyboard for the navigation system was returned to the manufacturer for evaluation. When connected to a known operational computer with a good universal serial bus (usb) cable the unit was unresponsive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the keyboard for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735828, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the keyboard for the navigation system was unresponsive. It was reported that multiple cables and ports were tested without resolution. To continue use of the navigation system, a keyboard from a second medtronic navigation system was used on the navigation system. There was no patient present when this issue was identified.